Event description:
It was reported the patient was presented for a follow-up in-clinic. During interrogation procedure, the right ventricular (rv) lead exhibited noise oversensing led to pacing inhibition. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.